Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that fat depression was noticed around the patient's eyes approximately one month after treatment. Plastic eye shield was used with (B)(6) terramycin eye shield lubrication. The highest energy level used was 2.0 and eye rep 225. No system error occurs. The patient had the fat transplantation under the eye, and ha filler was injected in eyelids. But the filler was dissolved because she didn¿t like it. Reportedly the physician stated that the cause of this event is unexplained.

Manufacturer narrative:
No product available to return for evaluation and lot number was not provided, therefore a DHR review could not be performed. Based on the available information, surface irregularities such as fat loss are known as possible complication of thermage treatment.